Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va0em0x, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation and had a loss of therapeutic effect. The patient thought they were having trouble with their device so they called their health care provider¿s (hcp¿s) office and spoke to the nurse who redirected them to their manufacturer representative and they didn¿t have their contact information. It was noted that the patient had a bladder infection 13 days ago and 6 days ago it had been a week. The patient was provided antibiotics but ever since the bladder infection they had to urinate every 10 minutes or so and something didn¿t feel right. It was stated that the patient mentioned all of this to the hcp¿s office but they still redirected them to the manufacturer representative. The patient was not currently feeling stimulation and they turned their device off for a few hours and then turned it back on to see if that would help. It was reported that when the patient turned it back on they increased stimulation to the highest setting they had programmed but still couldn¿t feel stimulation. This was the patient¿s third device so they were well versed on how to use their device and programmer and knew when something wasn¿t right.